Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 3 cubies did not release and was forced to take apart drawer to manually release. A field service engineer (fse) found some debris under the pockets. Further the fse cleaned and reseated all cables to resolve the issue. Then the pockets were able to be released through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pockets d1 and d3 failed and were not detected on the bus. Troubleshooting was performed, including attempting to recover storage space; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.